Event description:
A cv232 iol implanted in the left eye of a patient in 2001 has since opacified. Yag capsulotomy performed 9 days later. Visual acuity reported as 20/25, os and prognosis listed as poor. No further information is available.